Manufacturer narrative:
Please note that the exact event date is unknown. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, tilt, embedment, chest pain and shortness of breath. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Shortness of breath and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, tilt, embedment, chest pain and shortness of breath. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section b5: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of significant pulmonary embolism (pe) most likely from left lower extremity deep vein thrombosis, the patient has a relative contraindication to anticoagulation therapy, dyspnea, leg swelling due to medication, obesity, shortness of breath, edema and pain. The filter was deployed via the right femoral vein. There were no reported complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, tilt, embedment, chest pain and shortness of breath. Per the patient profile form (ppf), one year and three months after the index procedure the patient experienced deep vein thrombosis in both legs from the diaphragm down. The patient also experienced bilateral pulmonary embolism. The patient was hospitalized for thirty two days and was unable to walk for six months. The patient has permanent damage to the veins in both legs and permanent damage to both lungs from bilateral pulmonary embolism. The patient experiences shortness of breath with any walking exceeding fifty feet or standing for short periods. The ppf also states that the patient experienced perforation of the filter strut(s) outside the inferior vena cava and embedment of the filter in the wall of the inferior vena cava. The form states that there have been no attempts to remove the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt, pe and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Please note that the event date provided is (B)(6) 2006. Additional information received per the medical records indicate that the patient has a history of significant pulmonary embolism (pe) most likely from left lower extremity deep vein thrombosis, the patient has a relative contraindication to anticoagulation therapy, dyspnea, leg swelling due to medication, obesity, shortness of breath, edema and pain. The filter was deployed via the right femoral vein. It was placed successfully with no complications. The patient 'did well' during the procedure.   Additional information received per the patient profile form (ppf) states that one year and three months after the index procedure the patient experienced deep vein thrombosis in both legs from the diaphragm down. The patient also experienced bilateral pulmonary embolism. The patient was hospitalized for thirty two days and was unable to walk for six months. The patient has permanent damage to the veins in both legs and permanent damage to both lungs from bilateral pulmonary embolism. The patient experiences shortness of breath with any walking exceeding fifty feet or standing for short periods. The patient profile form (ppf) also states that the patient experienced perforation of the filter strut(s) outside the inferior vena cava and embedment of the filter in the wall of the inferior vena cava. The form states that there have been no attempts to remove the device. Additional information is pending and will be submitted within 30 days of receipt.